Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous lesion in the common iliac artery. Following the placement of an unk 014 spartacore guide wire and the successful intervention for a distal lesion in the lower leg, a 9.0 x 60 mm absolute pro vascular self-expanding stent system (sess) was advanced with resistance from the anatomy over the guide wire to the iliac lesion. On attempting to deploy the stent, due to the tortuous anatomy and the lack of support from the 014 guide wire, only a quarter of the stent deployed. There were no reported problems with the stent deployment mechanism itself. Due to the stent having partially deployed, problem shooting was performed and the handle of the sess was broken open. The stent was manually deployed at the target lesion. Following deployment of the stent, the sess was simply removed. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The difficulty to deploy was not confirmed due to the returned condition of the device. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the absolute pro vascular self-expanding stent system (sess) instructions for use (IFU) states: the absolute pro utilizes a 0.035 (0.89 mm) guide wire and should unusual resistance be felt at any time during lesion access or removal of the delivery system post stent implantation, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment, partial stent deployment or deployment in an unintended location. In this case, the use of a 014-inch guide wire did contribute to the reported deployment issues as the 014 inch guide wire did not give proper support during stent deployment. Additionally, the sess was not removed as a single unit once resistance was felt and the handle broken open to manually deploy the stent. The investigation determined the reported difficulty to deploy appears to be related to user error. The reported physical resistance and treatment appears to be related to circumstances of the procedure. Based on the reported information, during advancement the sess encountered resistance the anatomy causing resistance while loading the sess over the guide wire. During deployment the lack of support from the 014-guide wire and anatomy, resulted in partial deployment of the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.